Event description:
It was reported that 24 days post-implant of a bifurcated device and a limb extension, the patient presented with thrombus affecting the limb extension graft. Reportedly, the patient was symptomatic and presented with claudication. A computed tomography scan revealed the limb extension was kinked and occluded. The physician performed an thrombectomy of the limb extension inner lumen, following by placement of a balloon-expandable stent inside the graft with good result. The patient tolerated the procedure well. Additional note: the patient was originally treated due to right iliac aneurysm, the right iliac artery is calcified.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.